Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2018; 459888 lead, implanted: (B)(6) 2018 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the patient treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.